Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported the device was unable to be interrogated. The patient did not come to follow up for the past 3-4 years. Battery depletion was suspected. The device was explanted and replaced.